Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in anterior wall procedure performed on (B)(6) 2014. According to the complainant, after the procedure, left back pain and left hydronephrosis were reported. Retrograde pyelography was performed and findings showed lower urethral stenosis and traction. Subsequently, a ureteral stent was inserted. Two months later, retrograde pyelography showed similar findings and the ureteral stent was placed again. Four months after the procedure, left and right legs of the mesh were removed and findings showed that the mesh legs were not placed in the ureter. After mesh removal, the ureteral stent was removed and the hydronephrosis had improved.